Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2117515 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 2117515. Retention samples from batch 2117515 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. Ten uninoculated retention tubes from batch 2117515 were place into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees celsius incubator and five tubes were placed in a 33-to-37-degree celsius incubator for seven days. At seven days incubation, there were no traces of microbial growth or increased fluorescence in 10/10 incubated retention tubes. One photo was received to assist with the investigation: the photo shows one tube there does appear to be possible contamination in the tube. No product information can be seen from the photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. The complaint cannot be confirmed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination occurred. No inquires or patient involvement was reported. The following information was provided by initial reporter: contaminated mgit tube 7 ml

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination occurred. No inquires or patient involvement was reported. The following information was provided by initial reporter: contaminated mgit tube 7 ml.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.